Manufacturer narrative:
During preventive maintenance, the thermogard xp ivtm system (sn (B)(4)) stopped heating during the initial heating phase and upon restarting, the system displayed tcmid:06 (ce post failure) error message. The root cause for the observed problem was due to a broken wire on the cooling engine (ce) heater, as result of normal wear and tear of the ivtm system. The thermogard xp ivtm system was manufactured in october, 2013 and is 6 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. Observed a broken wire on the ce heater during testing. The ce heater was replaced to address the tcmid:06 error. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During preventive maintenance, the thermogard xp ivtm system (sn (B)(4)) stopped heating during the initial heating phase and upon restarting, the system displayed tcmid:06 (ce post failure) error message. No patient involvement.